Event description:
It was reported that the patient presented in clinic for implant procedure. The right ventricular (rv) lead showed high pacing impedance. The physician elected to use a new rv lead which was implanted successfully. The patient was stable.

Manufacturer narrative:
Additional information notes device will not be returned.

Event description:
New information notes device will not be returned.

Manufacturer narrative:
Correction: d6a should be blank as the lead was not implanted.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures.